Event description:
Boston scientific received information that this right atrial (ra) lead presented with an increase in pacing threshold measurements, decreased sensing, and pacing impedance measurements above 2,000 ohms. An x-ray was taken and it was confirmed tha the lead had dislodged. A revision was performed and the ra lead was explanted as tissue and blood infiltration was noted on the helix. The ra lead was successfully replaced and the explanted lead will be returned for laboratory analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection of the lead confirmed the presence of dried blood/tissue in the helix housing. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no other anomalies. Laboratory testing was unable to confirm the increase in pacing threshold measurements, increase in pacing impedance measurements and the dislodgement; however, analysis was able to confirm the presence of blood/tissue in the helix.